Event description:
Baxter lithuania reports "one of the two clamps breaks in normal use". Per affiliate the issue was noted during use and no patient injury or medical intervention was associated with this incident.